Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, the puncture was smooth, the catheter was sent smoothly, after the catheter was sent, when the support guidewire in the catheter was withdrawn, it was found that the support guidewire was rough and not smooth, and the foreign body on the support guidewire was visible to the naked eye, because the patient had left the catheter indwelling for a long time, the nurse was worried that the foreign body on the support guidewire would cause damage to the catheter, so the catheter was pulled out, and the catheter batch occurred twice in a row, and the nurse had opened a new batch of catheter for the patient and re-inserted the catheter for the patient. This report addresses both devices.

Event description:
It was reported by the customer, the puncture was smooth, the catheter was sent smoothly, after the catheter was sent, when the support guidewire in the catheter was withdrawn, it was found that the support guidewire was rough and not smooth, and the foreign body on the support guidewire was visible to the naked eye, because the patient had left the catheter indwelling for a long time, the nurse was worried that the foreign body on the support guidewire would cause damage to the catheter, so the catheter was pulled out, and the catheter batch occurred twice in a row, and the nurse had opened a new batch of catheter for the patient and re-inserted the catheter for the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign matter on the stylet is confirmed but the root cause remains unknown. The product returned for evaluation was two opened 4fr sl powerpicc solo catheter kits. Amongst the components of each kit was a stiffening stylet. A gross visual inspection of the returned sample found that both stylets had a white substance scattered along the length of the stylet. Inspection of the white substance under a microscope found that the material appeared bunched and peeling. Additionally, the material appeared to partially coat the stylet wire. The observed features indicated that the substance was likely the hydrophilic coating applied to the stylet during manufacturing. The coating was delaminated; however, the investigation did not identify any evidence to determine what caused the delamination of the coating. Potential factors which may have contributed to the observed defect include exposure to incompatible chemicals, unidentified environmental factors affecting the properties of the coating, withdrawal of the stylet through a dry t-lock prior to flushing the system, and withdrawal of the stylet across the edge of the t-lock body. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.